Event description:
A physician reported a pt with a multiple treatment history who was treated on 8 january, 1999 in the upper and lower vermilion borders without event. Immediately after the treatment, the pt then requested a little more correction be administered in the upper right vermilion border. After administering the add'l treatment, the physician noted that the right upper quadrant immediately blanched, then appeared "slate blue". The physician stopped the treatment immediately, massaged the area and applied ice. On 11 january 1999 the pt was seen, still very bruised but the pt reported improvement of symptoms since the weekend of 9 january, 1999. The physician saw no signs of necrosis or tissue breakdown on the outside of the symptomatic area; the inside of the mouth at the symptomatic area was tender and swollen. The physician believed the symptoms were indicative of a vasospasm. The physician prescribed polysporin cream and lidocaine topical cream to be applied to the inside area; tylenol no. 3 was also prescribed as needed. 0n january, 1999 the physician spoke to the pt, who reported that the vermilion border symptoms were almost totally resolved, without tenderness. The week of 27 - 29 january, 1999, the pt reported by phone that the vermilion border symptoms were not visible, and the symptoms on the inside of the mouth were totally resolved. There was never any evidence of necrosis.